Event description:
It was reported that following a urethral sling procedure, the pt had a sterile abscess develop at the abdominal skin site. The doctor went back in and removed some of the implanted tissue. No further complications have been reported.